Event description:
A pt reported blood results of 5.7 mmol/l with a lifescan meter and 8.4 mmol/l on a lab device, performed within 30 mins of each other. Then 10 mins after the lab draw another test on the lifescan meter was 10.1 mmol/l. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. However, the lab was a mobile unit that tested the venous sample approx 3 hours later. It is unknown if a preservative was used in the sample to preserve it for that length of time. The pt's hematocrit is low, 35%, due to gastric ulcer.